Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the during self test insulin pump had hardware low level failure. Customer's blood glucose level was 129 mg/dl at the time of incident. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that the insulin pump passed the displacement verification test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. Pump error 63 alarm confirmed in the device history due to broken trace.